Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently experienced an arrhythmia, but there was evidence of noise during the episode which delayed therapy delivery. Additionally, post-shock pacing was not visible in the episode data. Boston scientific technical services (ts) was contacted and discussed that the noise observed during the ventricular fibrillation (vf) episodes were likely myopotential in origin, and that a lower programmed conditional zone could have shortened time to therapy. The patient received ten shocks over the course of two days, as their arrhythmia was reoccurring. Several of the shocks had normal time to therapy with effective conversion. Even though several shocks were delayed due to the sensing of myopotential noise, the arrhythmias were successfully converted. One vf episode required two shocks to convert, and ts stated this could be the result of the large number of shocks in a short period. Additionally, ts confirmed that the device's post-shock pacing had been delayed due to detected noise in the blanking and refractory periods, which may restart the pacing escape interval and thus postpone the delivery of a pacing pulse. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.